Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported a patient was hospitalized due to an infection at some date in (B)(6) 2016. The patient was hospitalized approximately one week. The patient was transitioned off peritoneal dialysis and initiated hemodialysis treatment. There was no specific information related to the date of the hospital admission and as such the event date reflects only the current best estimate. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
There was no documentation in the medical records that indicate a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. Peritonitis was likely related to technique failure or a biofilm on the peritoneal dialysis catheter and not related to peritoneal dialysis with fresenius products.

Event description:
Medical records provided by the patient¿s treatment facility showed the patient had a recurrent peritonitis and was admitted and treated with fortaz starting on (B)(6) 2016 and the pd catheter was pulled.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.